Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead exhibited loss of capture and had dislodged. During the revision the lv lead was extracted without incident and another boston scientific lead implanted. The explanted lead is not intended to be returned; no adverse patient effects were reported.